Event description:
Medwatch states: physician was attempting to remove implanted screw when the head of the screw borke off into the head of the screwdriver. Screw remains in the bone. No harm to patient.

Manufacturer narrative:
Correction: the type of device has been changed to reflect a fixation device instead of a screwdriver, as the subject of the complaint is a screw. Evaluation of the product was not possible, because the product was not returned. Patient x-rays were also not available for review at the time of this investigation. The complaint therefore could not be confirmed due to lack of evidence. The investigation could not verify or draw any conclusions about the reported event based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time.